Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaks were observed during use of two (2) vial-mate adapters; further described as "a puddle of fluid on the floor". The issue occurred after ampicillin was mixed with intravenous piggyback (ivpb) solution using the vial-mate adapters. There was no report of patient injury or medical intervention associated with this event. No additional information is available.